Event description:
The facility reported a colleague infusion pump with failure code 543:320. It is unknown when this condition occurred. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Upon further investigation, the root cause was assigned to use/user error.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated by a baxter service technician at baxter facility. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 543:320 was confirmed during event history log review and product evaluation. The assignable cause of this condition was depleted main batteries. The main batteries were replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.